Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent am open reduction internal fixation (orif) surgery for trochanteric fracture of femur with the trochanteric fixation nail advanced (tfna) implants. After the surgery, telescoping of the blade occurred on an unknown date. The nail interferes with the bone, resulting in varus. The blade came out about five millimeters (5 mm). Reoperation is planned on an unknown date. The tnfa implants will be removed, and an intramedullary nail or artificial bone head will be implanted. The surgeon commented that the reduction position during surgery, bone quality, and placement position of the implant were affected. No further information is available. This report is for a tfna nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Part 04.038.385s, lot 346p216: manufacturing location: (B)(4), packaged, sterilized and released by: (B)(4). Manufacturing date: august 27, 2021. Expiration date: august 01, 2031. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.